Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765, lead, implant: (B)(6) 2008. 5076-52, lead, implant: (B)(6) 2008. 419488, lead, implant: (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) earlier than expected. The patient's replacement procedure has been scheduled. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's device was explanted and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.